Event description:
New information received notes patient anatomy was suspected to be the reason the lead did not track over the wire in the branch but not in the main body of the coronary sinus. On (B)(6) 2019 a new epicardial lead was implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during implant procedure; the lead would not track smooth over the guidewire. No lead was implanted. Patient was stable.